Manufacturer narrative:
Additional investigation revealed the patient was 13 months post op and still had not achieved complete arthrodesis, the screw had been exposed to continuous loading for the 13 month implantation period, rather than the 6 months over which fusion is typically expected to occur. It should also be noted that the construct for this patient extended from t10 to the ilium, meaning the patient had significant degeneration and was a relatively extreme case, with significantly high loads on the screws due to moment arms. The supplied instructions for use ((B)(4)) state; warnings and precautions: . The core lumbar fixation system implants are used only to provide temporary internal fixation during the bone fusion process with the assistance of a bone graft. . Without solid bone fusion, these devices cannot be expected to support the spine indefinitely and may fail due to bone-metal interface, rod failure or bone failure. Postoperative management: . In the case of delayed, mal-, or non-union of bone, the patient must continue to be immobilized in order to prevent bending, dislocation, or breakage of the implant devices. Immobilization should continue until a complete bone fusion mass has developed and been confirmed.

Event description:
Revision surgery occurred on (B)(6) 2011 to remove a fractured pedicle bolt which was implanted as part of the core lumbar fixation system on (B)(6) 2010.

Manufacturer narrative:
Device evaluation by manufacturer; an analyses of the product in question is currently being conducted. Upon completion of the evaluation and/or the receipt of additional/updated information a follow-up report will be submitted. Evaluation not complete.